Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a 7xx pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose was 175 mg/dl. The troubleshooting was performed and the insulin did not exit. The customer was advised that the changing the reservoir resolved the issue. The customer was advise to return the reservoir. The product will be returned for analysis.